Event description:
Rptr noted corneal burn occurred during procedure. Feels this is due to the softer than usual tip sleeve, restricting irrigation flow to the phaco tip. No intervention reported. Pt has recovered fully.